Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited a delaminated display screen, and a replacement device was provided while the original was returned; blood glucose management reportedly continued using the patient¿s cgm without device alerts or alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this device revealed a device display issue consistent with a loss of or failure to bond, with findings indicating a stress-related problem in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.